Event description:
Information was received that the cadd administration set for a pump tubing was dislodged and leaking. Patient connected to penicillin via the pump. Also stated the luer lock at the end of the tubing is falling off. The event did not abate after use stopped or dose reduced. Event reappeared after reintroduction. Penicillin g potassium. No reported adverse effects.

Manufacturer narrative:
Device evaluation- three used devices were returned for evaluation. The examination of device 1 showed the anti-siphon valve component of the device was missing. Device 2 had an anti-siphon valve connected but this component was removed using hand force during investigation. Examination of the bonding area between the anti-siphon valve and tubing showed no evidence of solvent having been applied at this area. Device 3 was given pull testing; this showed this sample met with specifications for pull strength (minimum 5 lb. Of force required to separate the components). The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. In addition, 4 samples were given pull testing and all of the samples met with specifications. The issue identified on device 1 and device 2 was determined caused by a manufacturing issue where the operator did not apply adequate solvent between the tubing and anti-siphon valve. The manufacturing facility has identified corrective action in response to a previously reported issue for the cadd administration sets. To ensure consistency of solvent application, the manufacturing facility will implement use of solvent dispensers instead of the use of solvent pots. In addition, the manufacturing facility has postd a quality alert to increase awareness to operators.

Manufacturer narrative:
Additional information received on (B)(6) 2018 indicating patient information.